Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 1.5 months after the dental implant was installed in patient's mouth it was verified its non- osseointegration. Twenty five (25) ncm of primary stability was achieved and immediate load was not performed. Patient presented bone type IV.